Event description:
The customer called to report low battery alarm. Troubleshooting was performed. The customer stated that they had high bgs deu to breathing treatments and infection. The programming, insulin concentration, and bolus history were correct. In addition, a fixed prime test was completed and the insulin exited. The customer also stated that in three occasions the customer passed out due to low bgs. The customer treated their high bgs and then waited an hour or two but their bgs did not change. They then treated with an injection and their glucose level went low. The customer reported been hospitalized in three occasions. Suggested customer to call their doctor to discuss possible causes of low bgs. A replacement pump was requested.